Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Pxc161000/9081813 = UDI: (B)(4).

Event description:
On (B)(6) 2011, the patient underwent endovascular treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On an unknown date, follow-up imagings identified an enlarging right common iliac artery (rcia) and the aneurysm enlargement of unknown amount. On (B)(6) 2016, an intervention was performed to treat the enlarging rcia and aneurysm. It was reported that no evidence of endoleak was identified during an angiography prior to the device implant. A contralateral leg component was implanted for distal extension of the previously implanted contralateral leg component (pxc161000/9081813) on the right side and landed into the right external iliac artery. Additionally, the right internal iliac artery was coil embolized as it was intentionally covered by the additional device. The iliac and aneurysm enlargement was successfully excluded and the patient tolerated the procedure.